Event description:
It was reported that during the implant procedure the lead was positioned but the parameters were not ideal so the lead was repositioned. The helix could not be retracted and the lead dislodged when the physician pulled it. The lead was removed from patient and a blood clot was observed on the lead helix. The lead was flushed but the helix could not be retracted. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.